Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: lot manufactured between december 4, 2020 to december 7, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed using the naked eye which identified evidence of a ruptured bladder (bladder deflated and fluid in housing). The reported condition was verified. The cause of the condition could not be determined, however, the most probable cause was due to the material during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date in april 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. The bladder ruptured occurred while filling the device with unspecified medication prior to patient use. There was no patient involvement. No additional information is available.